Event description:
Country of complaint: (B)(6). During a surgery, the surgeon tried to close the cranial bone by 2 points fixation. Then, when he tried to fix the first clamp after setting two ff490t (titanium clamp), upper disk was jammed on the middle of the pin. In addition, ff494r (non-detachable forceps) could not be taken off from the clamp. The surgeon tried to take off ff494r from the clamp, both ff490t and ff494r fell on the floor with bone flap. Information: ff490t was discarded at the hosp. Lubrication for ff494r was not performed properly in maintenance. After the incident, cranial bone flap was sterilized and then, fixed. No infection of the pt was reported.

Manufacturer narrative:
The instrument arrived without visible damages in a clean and decontaminated condition. Tesed and analysis equipment: digital camera; ten craniofix ff490t implants. Ten ff940t were tested on the function of the applicator. The function was without deviation, the discs drove until the last notch (fuxation ring). Next test; applied the applicator on a ff490t and bent the pin a little. The applictor drove until the last notch but then it stuck and it was difficult to release. Next test; sent the applicator to the service. The results are the grip performance is not as expected (according to the test procedure after repair/service). The product does not require batch management, a review of the device quality and manufacturing history records is not possible. The root cause for the break down during the surgery could be probably a bent pin of the ff490t. With proper ff490t the described defect culd not be reproduced. Nevertheless, the instrument (gripping force) is no more accordiing to our specification. The less gripping force can not be the root cause for the described problem. A periodic service or maintenance is not mandatory. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Eval on-going.